Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were received and reviewed. Approximately eight years post filter deployment, a CT thoracic, demonstrated that 3 of the tines of filter extended out of the ivc and into the l2 vertebral body. 2 additional are extending out of the vena cava to terminate between the spine and aorta and also along the interior margin of the aortic wall. Therefore, the investigation is confirmed for perforation of the ivc.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to a benign neoplasm of the pituitary gland. Eight years, three months post filter deployment, it was alleged that three filter limbs perforated the vena cava and l2 vertebral body and two additional limbs perforated the vena cava between the spine and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to a benign neoplasm of the pituitary gland. Eight years, three months post filter deployment, it was alleged that three filter limbs perforated the vena cava and l2 vertebral body and two additional limbs perforated the vena cava between the spine and aorta. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.